Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: october 12, 2013. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the doctor inserted the proximal femoral nail anti-rotation-ii (pfna-ii) blade, the impactor was detached from blade before the blade was fully locked. It is believed that correct technique was used. Step of locking the pfna-ii blade was also tried outside the patient's femur and it failed as well. The same impactor was used to insert a new blade and that blade fully locked. The surgery was prolonged about thirty (30) minutes; it was also noted that the patient's osteoporotic femoral head became worse due to the removal of one blade and insertion of another. This is report 2 of 2 for com- (B)(4).